Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A corrective and preventative action has been opened to address the reported issue. A manufacturing device history review (DHR) is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the pump in good condition. No apparent contamination found. The pump event history showed a force sensor test error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, after power up process, check and test force sensor. Force sensor test error was found at power up also failed force sensor verification. Broken screw-boss were found inside left plunger case. The root cause of the reported issue was unable to be determined. The technician replaced left plunger case. Performed force sensor calibration and all functional tests which passed.

Event description:
It was reported that a system error message was observed. No patient injury was reported.